Manufacturer narrative:
For field g3 of the initial MDR. The bsc aware date should have been (B)(6) 2021.

Event description:
It was reported that the patients ipg had to be charged frequently following a revision procedure (MFR. Report number: 3006630150-2021-00935). Database analysis revealed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well post-operatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patients ipg had to be charged frequently following a revision procedure (MFR. Report number: 3006630150-2021-00935). Database analysis revealed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well post-operatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1160, sn: (B)(6). The returned ipg was analyzed and showed that the device could not maintain battery power due to excessive current leakage resulting from asic (application-specific integrated circuit) component damage. The system data log revealed signs of premature battery depletion after the reported revision procedure. Based on the signature of the damage, it appeared that the ipg was exposed to high voltage transients which caused an electrical short within the asics. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause is due to unintended use error which caused or contributed to event.

Event description:
It was reported that the patients ipg had to be charged frequently following a revision procedure (MFR. Report number: 3006630150-2021-00935). Database analysis revealed signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well post-operatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.